Manufacturer narrative:
The field service representative (fsr) had found that the oxygen (o2) percent hours of the o2 sensor had reached 86,625 hours. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the 02 sensor to operate as intended. Calibration was initiated and passed when the o2 sensor was installed in a lab use only electronic patient gas system (epgs). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'gas system needs service' message was displayed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Based on the review of the complaint details, there was no malfunction in intended performance associated with the service message as the device performed to specifications. There is no reasonably foreseeable potential for this issue to cause an adverse event.